Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/15/2019. The analysis results found that the strap25 device was returned with no damage in the external components. In addition, foil pouch was received. In an attempt to replicate the reported incident, fire testing was not conducted because trigger was jammed. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 14 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. The instructions for use states that a minimum tissue thickness of 6.7 mm is required when applying the fastener over underlying bone, vessels, or viscera.

Manufacturer narrative:
Date sent to the FDA: 03/12/2019.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on (B)(6) 2018 and the absorbable straps were used. It was also reported that only a portion of the straps penetrated the tissue and the straps were not flush with tissue and the mesh; they were raised up. Another like device was used to complete the procedure. There were no patient consequences reported.